Manufacturer narrative:
The affected clipper and second clipper from another lot were returned and were sent to a third-party test lab for further analysis. The affected clipper lot could not be confirmed due to the condition of the sample - the clipper was melted to the charge stand. Computed tomography (CT) scanning of the affected clipper confirmed thermal runaway of the lithium-ion cell. Scans also showed there was no evidence of short circuits external to the cell that caused the cell to enter thermal runaway. Analysis on the affected clipper indicates that external mechanical abuse and/or electronic component failure or propagating circuit board (pcb) failure were unlikely causes of the thermal incident. A root cause could not be determined due to the thermal damage sustained by the affected trimmer during the incident. Non-destructive (e.g. X-ray imaging and electrical measurements) and destructive analysis (e.g. Full cell tear-down/disassembly) techniques were used to evaluate the second clipper from another lot. Internal degradation of the cell was consistent with use over time. The battery capacity, cell voltage, and internal impedance were also measured to be nominal. Solventum will continue to monitor.

Event description:
It was reported the 3m¿ surgical clipper with pivoting head, 9661l, lithium battery flamed, and both the clipper and charger melted together. No lot number could be confirmed since the clipper unit was melted with the charge stand. The affected clipper was using the wall main alone, and two other devices, one unaffected 9661l clipper and one other brand of surgical clipper, were using the power strip on another wall main. The two wall mains may have been on the same electrical circuit. The circuit voltage and amp rating at the facility were 220v and 13a. After clipping, the clipper was placed on the charge stand. The clipper was estimated to have been in use since (B)(6) 2017.

Manufacturer narrative:
Lot number not able to be determined at this time. Product analysis is pending receipt of the sample.